Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that on friday the 13th august the cdh29a device was wrongly inserted into the patient. The anvil was connected to the trocar of the device, but the customer realized before the device was fired that it had been incorrectly placed. They then had difficulty detaching the anvil from the trocar as they were pressing on the locking springs to release the device whereas this is actually securing the two parts together even more. The anvil was eventually detached and the cdh was placed correctly and fired without an issue. I can confirm that the patient had to be repaired following the incident. The surgeon told me that the patient was due to recover on ICU even before this incident occurred. I have asked the customers again if the patient is still recovering well, as thankfully that was the case when I last spoke to them.